Manufacturer narrative:
The philip's field service engineer (fse) performed troubleshooting and ruled out the power management board as the source of the problem. The fse retrieved another battery and confirmed the battery was the problem. The customer provided part information and advised to replace the battery.

Event description:
It was reported that the device logged 1124 error (battery failed). There was no patient involvement. The event date was not specified; estimate used.